Event description:
The b. Braun disposable IV (intravenous) tubing is too short to fit into the b. Braun infusion pump. This is causing a re-spiking of solutions including chemotherapeutic agents. FDA safety report ID # (B)(4).